Manufacturer narrative:
A ge service representative performed an on site investigation. The cables were re-seated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the stenoscope system would not boot up. No patient injury was reported.